Manufacturer narrative:
Continued: a.4:. Weight: 263.89 lbs. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exposure.

Event description:
Healthcare professional reported, "skin breakdown". Later, healthcare professional reported, "erosion of skin implant was exposed". This record is for the right side. Device has been explanted and replaced.